Event description:
Bayer case number: (B)(4). Back pain [back pain] chronic fatigue [chronic fatigue] sleep disorders [sleep disorder] recurrent vertigo [vertigo] libido decreased [libido decreased] micturition disorder [micturition disorder] joint pain [joint pain] gastrointestinal disorder (diarrhoea), [diarrhoea] difficulty concentrating on simple things [concentration impairment] itching all over [itching all over] menopause [menopause]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4221 days after essure insertion, she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), vertigo ("recurrent vertigo"), libido decreased ("libido decreased"), micturition disorder ("micturition disorder"), arthralgia ("joint pain"), diarrhoea ("gastrointestinal disorder (diarrhoea),"), disturbance in attention ("difficulty concentrating on simple things") and pruritus ("itching all over"). On unknown date she experienced menopause ("menopause"). At the time of the report, the outcomes for back pain, fatigue, sleep disorder, vertigo, libido decreased, micturition disorder, arthralgia, diarrhoea, disturbance in attention and pruritus were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, vertigo, libido decreased, micturition disorder, arthralgia, back pain, diarrhoea, disturbance in attention, pruritus or menopause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Back pain [back pain] chronic fatigue [chronic fatigue] sleep disorders [sleep disorder] recurrent vertigo [vertigo] libido decreased [libido decreased] micturition disorder [micturition disorder] joint pain [joint pain] gastrointestinal disorder (diarrhoea), [diarrhoea] difficulty concentrating on simple things [concentration impairment] itching all over [itching all over] menopause [menopause]. Case narrative: the below report was received by health authority ansm (reference number: r2518329) on 17-jul-2025. The most recent information was received on 30-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4221 days after essure insertion, she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), vertigo ("recurrent vertigo"), libido decreased ("libido decreased"), micturition disorder ("micturition disorder"), arthralgia ("joint pain"), diarrhoea ("gastrointestinal disorder (diarrhoea),"), disturbance in attention ("difficulty concentrating on simple things") and pruritus ("itching all over"). On unknown date she experienced menopause ("menopause"). At the time of the report, the outcomes for back pain, fatigue, sleep disorder, vertigo, libido decreased, micturition disorder, arthralgia, diarrhoea, disturbance in attention and pruritus were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, vertigo, libido decreased, micturition disorder, arthralgia, back pain, diarrhoea, disturbance in attention, pruritus or menopause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.